Event description:
A healthcare professional (hcp) reported the patient was admitted to the hospital for the 3 days previous to the call for diarrhea initially, but now the patient had constipation, nausea, and vomiting. The hcp thought it might be related to the patient¿s interstim. There were no impedances taken. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Event description:
Additional information from the healthcare professional (hcp) reported the symptoms resolved. The hcp did not think it was related to the device. The hcp noted they resolved on its own. The hcp noted there were no actions/interventions taken to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.